Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the cases and cracking on the right plunger. Review of the event history log showed occurrences of "flash memory post and "base" errors. Functional testing confirmed the reported issue. The investigation determined that contamination on the main board and the interconnect board not working as intended were the cause of the reported issue. The main and interconnect boards were replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported the device exhibited multiple alarms; the device also had multiple cracks on the case. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.